Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The reported event of "three positive micro test results" was determined to have been reported in error. The user facility confirmed that no positive culture testing was performed. However, a black foreign body reported by the user was identified. Please refer to mfg report #9610595-2025-33866. Testing was performed as part of olympus' investigation following reprocessing in accordance with the instructions for use (IFU) prior to repair. The results were found to conform to regulatory recommendations. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
New information was provided from the customer. The customer clarified that a positive culture test result was not reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that three (3) times the bronchovideoscope present with positive micro test results. Once received in regional inspection centre the scope was decontaminated in accordance with guidelines. The lab results indicated that the scope had tested negative with no growth after seven (7) days of incubation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information was supplied by the customer. See b5.

Event description:
The customer provided additional information, stating that the scope was sent for investigation due to the discovery of a small black foreign body. They have confirmed they are unsure whether any test results are positive.